Event description:
It was reported that the filter was tilted, had migrated, and was perforating the mesentery and the aorta. The patient was implanted with a greenfield filter on an unknown date prior to january 2015. On (B)(6) 2019, the patient received an abdominal CT scan. The inferior vena cava (ivc) filter was noted to have migrated 2 cm distally, and was tilted with the apex abutting the ivc wall. Additionally, the filter struts had perforated the mesentery and the aorta up to 5 mm. No further patient complications were reported.